Event description:
Follow-up was received from the patient who reported that they were able to see their healthcare provider who connected to their device using their own programmer to lower their settings and resolve their stimulation issues. The symptom of slurred speech was reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :37642, serial# (B)(4), product type programmer, patient .

Event description:
The patient reported a loss of stimulation and a return of symptoms since the night prior to the report. They thought that their therapy may be off. It was noted that the programmer needed aaa batteries to check the implantable neurostimulator (ins). It was stated that this was a sudden change in therapy/symptoms. It was further reported the patient replaced the batteries in the programmer and was able to power it on. It was stated the ins was on, but they were unable to decrease stimulation and could only increase. It was reported the programmer key wasn't working. Indication for use was movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.